Event description:
It was reported to boston scientific corporation, that a cre pulmonary balloon dilatation catheter was used during a bronchoscopy procedure. Pt's age and weight were not provided. According to the complainant, after the procedure was complete, the balloon could not be extracted from the scope following deflation of the balloon. The scope and balloon were removed simultaneously. Once outside the pt, the catheter was cut, so the device could be removed from the bronchoscope. The procedure had been completed and no further treatment was required. There has been no report of complications or injury due this event. Post procedure, the pt was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, it there is any further relevant info from that review, a supplemental medwatch will be filed.